Event description:
It was reported that the programmer showed a white screen when powered on. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer screen issue; the programmer screen is gray when powered on, however, the programmer boots to a system error after 15 minutes. It is noted rf (radio frequency) head interrogated as expected with programmer after software was reloaded.

Event description:
It was also reported the programmer display is blank after power on and the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.